Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.

Event description:
It was reported that during servicing, a high drain error 101 (night drain #1) alarm was identified as having occurred with a homechoice device during patient therapy. The alarm occurred on (B)(6) 2013 20:26:37. There was patient involvement but no report of medical intervention or injury. No additional information is available.